Event description:
It was reported that the health care professional (hcp) requested a review of a stored untreated episode for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) discussed that the amplitude is normal but is quite noisy at the time of detection which leads to t wave oversensing and oversensing of noise. Ts discussed possibility of considering monitoring for now since changing vector would not necessarily change device operation. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, the patient with this s-ICD received two inappropriate shocks, it was noted that the patient has a cardiac resynchronization therapy pacemaker (crt-p) as well. Technical services (ts) was consulted, discussed larger qrs causing oversensing, and possible changes in concomitant device leading to changes in paced morphology and oversensing. Ts noted that the s-ICD operated normally as after two seconds of no sensing the device gets more sensitive to ensure no undersensing which in this case led to oversensing of larger qrs. Ts recommended bringing the patient in for testing of both implants and see if they can address capture anomaly with concomitant device. This s-ICD remains in service. No additional adverse patient effects were reported.